Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device lost power during a case. A field service engineer checked the power and cables, and it was verified that all cables were securely connected. The customer performed an inventory check and confirmed that the system was functioning without any issues. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device lost power during a case. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.